Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and high threshold. It was also noted that the rv lead was capped and a new rv lead was implanted due to a possible exit block. No further patient complications have been reported as a result of this event.